Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with insulin. It is not known if the patient made changes to her usual diabetes management routine at the time of the reported issue; however, the patient reportedly decreased her usual dose of victoza insulin (1.8 units) on the following morning. About 5 hours after the start of the alleged issue, the patient claims she felt symptoms of shakiness, sweating and anxiety. Treatment was not specified at that time. There was no indication of misuse of the subject lancing device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.

Manufacturer narrative:
(B)(4): the lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. The customer had reported the lancet did not penetrate. Testing found the lancet did penetrate on all settings. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's lancing device has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.